Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was delivering much lower tidal volumes than what was set. The unit alarmed and was not able to adequately ventilate in manual or mechanical modes, this was discovered during preuse checkout. There was no report of patient involvement.